Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during a follow-up, decreased sensing and exit block were observed. Patient also experienced diaphragmatic stimulation. Perforation was observed via x-ray. The lead was explanted and replaced. Patient was stable after the event.